Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that towards the end of therapeutic cystoscopy with litholapaxy procedure in a 65-year-old male hispanic patient, the ceramic tip of the inner sheath broke off during the procedure. The procedure was completed with the same device. The broken device was retrieved from the patient that prolonged it by 5 minutes to remove the device while the patient was under general anesthesia. There were no reports of patent harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, it is likely that the reported event was due to user mishandling. However, the specific root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) as follows: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius; doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired.¿. This supplemental report includes a correction to d4. Lot number has been corrected to ¿unknown.¿. Olympus will continue to monitor field performance for this device.